Event description:
It was reported that during a tka procedure, the connecting rod of the gap balancer can be connected to either the straight gap block or the connected buckling block, but the fault tool link cannot convert the two blocks. Unable to pull out. Delay of more than 2 hours reported. No confirmation of backup has been received. No impact or injury to patient reported.

Manufacturer narrative:
The associated complaint device was not returned. A review of the provided pictures could not confirm the stated failure mode. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.